Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided comprehensive instructions for a pump reset, guided the caller through the process, and successfully resolved the issue, as the error code did not reappear after the reset.